Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. There was a downward trend of placement signal followed by a loss of placement signal about 4 hours after implant. No product was returned. The data logs confirm a placement signal not reliable (dp signal out of range) alarm and a loss of placement signal during support. The 5s parameters were stable. The pattern observed in the lt log was characteristic of sensor drift. The root cause of the placement signal issue was due to a dp sensor drift. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported using an impella cp pump along with an impella rp as bipella support for a patient undergoing a high-risk percutaneous coronary intervention. While on support, the rp lost the optical signal. Despite this, the pump remained on to support the patient. Due to the poor prognosis for the patient, the family withdrew care and the patient expired.